Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient  experienced weakness and chest pain. The implantable pulse generator (ipg) intermittently did not pace and chronically low r waves were observed on the right ventricular (rv) lead. Intermittent  undersensing and oversensing were also noted on the right atrial (ra) lead. The  ra lead was repositioned and both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.